Event description:
It was reported that during an unknown procedure, the clips would not advance. The clips were stuck in the device. No clips delivered. Another like device was used to complete the procedure. Device not available for return. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2010.